Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, x-ray inspection, and microscope inspection. No abnormalities or defects found on the exterior of the device. An attempt to purge air out of the sheath by injecting deionized water into the flush lumen port, found the sheath to be occluded. Another attempt to flush the line from the distal tip of the shaft did not clear the occlusion. Therefore, leak testing and aspiration testing could not be completed. X-ray screening found the flush lumen joint where the luer bonds to the valve hub, to be heavily occluded with unknown material. Removal of the handle cap to inspect the internal components found the external valve to be torn on the outer face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Inspection of the flush lumen occlusion identified the unknown material to be dried saline and an attempt to remove the material with a sample guidewire, was unsuccessful as the saline may have crystallized during sterilization. The reported clinical observations were confirmed by the analysis. Correction to the initial MDR in block(s) d2a common device name. Corrected from catheter, steerable to vascular guide-catheter, single-use.

Event description:
During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During flushing leakage was observed from the valve with the flush line attached and air was confirmed during aspiration. The leak from the valve was a constant flow and the air was observed in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During flushing leakage was observed from the valve with the flush line attached and air was confirmed during aspiration. The leak from the valve was a constant flow and the air was observed in the aspiration syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.